Event description:
A medtronic representative reported that the site is experiencing intermittent black status with their ior system. There was no patient present.

Manufacturer narrative:
The device has not been returned to the manufacturer.